Event description:
The device is designed to apply staples while cutting the tissue. The device was cutting tissue without applying staples.what was the original intended procedure?laproscopic cholectomy.